Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leak. It was reported that during preparation of the clip delivery system (cds), the gripper line cap would not seal and was continuously leaking. The cap was checked to make sure it was secure and tight however it continued to leak therefore the device was not used. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported leak was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided and the results of the failure analysis the leak is the result of the observed polyimide tube protrusion. The observed polyimide tube protrusion is the result of a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.